Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2015; 5076-52 lead implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited rising thresholds, high thresholds, loss of capture on some vectors, and a suspected dislodgement. The lv lead was reprogrammed, remains in use, and will be replaced during the patient's next generator change. No patient complications have been reported as a result of this event.